Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope exhibited that the image goes black when flexed. It is unknown when the reported issue occurred. There were no reports of patients¿ harm/involvement.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the investigation results, it is most likely that the most probable causes for the alleged failure of "image goes black when flexed" are due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is traced to component failure, expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.